Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m140860 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot: m140860 test base part number 190-430 / lot: m140860. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m140860 showed that the complaint rate is 0.03%. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue as the logfile was not provided, however a possible assignable root cause is sample interference or cross contamination.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Reference MFR. Report : 1221359-2021-01388 (patient 2), 1221359-2021-01389( patient 3).

Event description:
The customer reported false positive results with the ID now covid-19 assay for multiple patients performed on (B)(6) 2021 , (B)(6) 2021 and (B)(6) 2021 . This MFR. Report addresses patient one (1) of three (3) . The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2021 . Repeat testing was performed and generated negative results. Pcr (tappath sars-cov-2 real-time pcr detection kit ht in-vitro diagnostic drug (ivd / tfs) detection target gene region orflab / s / n) . Confirmation testing was performed on (B)(6) 2021 , (B)(6) 2021 and (B)(6) 2021 and generated negative results (CT values not provided). The customer stated the patient was asymptomatic, patient was isolated in corona ward. No additional patient information, including treatment and outcome, was provided. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay only on admission or impact in the patient's treatment.